Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: worn out video connector latch and software outdated, recommended update to version 3.10. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the led did not light due to a faulty lamp. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center light emitting diode was not lighting. The issue was found during pre-use inspection for an unknown procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.